Manufacturer narrative:
Pump received with an unresponsive keypad. Unable to perform displacement test and self test due to unresponsive keypad. Corroded keypad was noted when inspecting the keypad assembly. No physical damage noted to keypad assembly and j1 connector on pcba1 was locked properly during visual inspection. Pump was cut open to perform visual inspection and moisture damage was noted on pcba 1, pcba 2, motor and force sensor. Unit successfully downloaded utilizing thus. Verified pump alarmed stuck key alarm multiple times on 09/03/2023 starting at 20:44:41.000. The test p-cap locks properly in place in the reservoir compartment. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label stained, serial number label fading, end cap address label fading, keypad overlay missing and missing display window cover. Keypad unresponsive/button error alarm confirmed due to corroded keypad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a stuck button alarm in the insulin pump. The sticker of the all buttons came off hence why the buttons were not responding whenever customer clicked on them. Troubleshooting was performed and found that the customer did not press a button down for 3 minutes or longer and the pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.